Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study via the manufacturer representative regarding a patient being implanted with an implantable neurostimulator (ins) for radicular pain syndrome and failed back surgery syndrome. It was reported that initially the device system controlled the patient¿s symptoms, but lost effectiveness. It was the patient¿s choice and the ins was explanted without replacement.